Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in a shunt in a moderately tortuous and non-calcified vessel . A 5.0 x 40, 40cm mustang balloon catheter was advanced for dilatation. However, during the first inflation at 22 atmospheres for 30 seconds, the balloon ruptured. The device was removed and the procedure was completed with a different device. No patient complications nor injuries were reported.